Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone coating came off of the hemopro 2 device when the tip was being cleaned with a 4x4 in piece of gauze. The hospital did not report any patient effects. The hospital will reportedly not be returning the product in question.